Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a cracked top and bottom case. A review of the event history log found a depleted battery error code. During the functional testing, the customer reported complaint was verified when testing the power supply board with the multi meter. The cause of the issue was found to be the power supply. The power supply was replaced, resolving the customer's complaint. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump had a power supply issue. Patient involvement is unknown.